Event description:
It was reported that the stem inserter separated after the stem was inserted. There were no known impacts or consequences to the patient. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the device has fractured at the weld location. There are indentations to the strike plate along with wear to the head of the device. The inserter was submitted for further analysis. Analysis determined the primary mode of fracture is suspected to be brittle overload; however the initiation site could not be determined. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.